Manufacturer narrative:
(B)(4). An empty 340 ml water bottle, lot # 18b275, was received for evaluation. The water bottle arrived with the humidifier adaptor attached and the trigger removed. No visual defects were observed. The water bottle/humidifier adaptor assembly was attached to a flowmeter in order to verify the connection. The adaptor connected to both the water bottle and the flowmeter without issue. A stable connection was observed. A review of the manufacturing event log showed no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. The complaint could not be confirmed.

Event description:
Customer complaint states "aquapak 340ml- not functioning well-"leaking sound" from connection point at wall unit".

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states "aquapak 340 ml - not functioning well - "leaking sound" from connection point at wall unit".